Manufacturer narrative:
(B)(4). Batch # r5ap2c. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection: this case started at 0930am, (B)(6) 2019. Patient underwent a laparoscopic anterior resection for malignant sigmoid polyp. The ima was divided and ascending colon was mobilized. The rectum was transected at the upper rectum distal to the tumour and extracorporealized for proximal resection. A cdh29a was prepared and the anvil was inserted into the proximal bowel and subsequently tied off at the base of the anvil. The proximal bowel was reintroduced into the abdomen and insufflation was re-established. An assistant surgeon, resident (year 4), introduced the cdh stapler through the rectum until is was visible from the laparoscopic view. The trocar was advanced and introduced lateral to the distal staple line until the orange marker was fully visible the anvil and the trocar was married and was visually confirmed. Both doctors confirm tactile feedback. The orientation of the bowel was checked and the stapler was closed and visually checked that the indicator was in the green safety zone. (It was observed that the indicator was in the middle of the gap setting scale.) The assistant surgeon, proceeded to fire the stapler. At that moment, the product specialist was alerted to the fact that they were not able to fire through the washer. The product specialist instructed the surgeon to use more force to fire "plastic to plastic" it was confirmed by the product specialist that the firing handle was flushed with the cdh stapler body, however, no audible & tactile "crunch" was observed. The main surgeon, proceeded to assist the assistant surgeon to attempt to fire through the washer whilst all the time not releasing the handle, but her efforts were futile. The stapler was loosened and the tissue released. The stapler was subsequently removed from the patient. It was noted that the staple line was partially formed (loose bs), the anastomosis was loosely held together. Donut was checked and it was a complete donut the rectum was transected distally using an endocutter and case was completed using a competitive stapler. The stapler was examined and was noted that the washer was intact. The main surgeon attempted to fire the stapler after the case and it managed to fire without problems. (Stapler was fired without tissue and with the gauge at the middle of the gap setting scale). Surgery was completed successfully and no patient consequences were reported.